Event description:
It was reported that this device was operating in safety mode. Device replacement was recommended. The physician contacted the patient for device replacement. The device remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.